Event description:
Information was received indicating that during dopamine infusion via a smiths medical medfusion® 4000 syringe infusion pump, low battery alarms occurred. There were no reported adverse effects.